Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a will be submitted accordingly.

Event description:
Customer reports that a patient presented more than one year following surgery with tissue granuloma. The patient will be scheduled for a return to surgery for granuloma excision.